Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during procedure a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip were being used to treat heavily calcified, heavily tortuous, 90% stenosed, de novo lesion in segment # 11 of the left circumflex artery (plcx). An 8f guide catheter was in use. The vessel was primary wired with an unspecified wire which was exchanged for the viperwire. There was mild wire bias. There was no difficulty wiring or delivering devices. The viperwire spring tip became fractured and the oad perforated the plcx. The oad driveshaft was not cut. The oad driveshaft was separated and it caused perforation inside the vessel. The viperwire fragment of unknown size remained in distal lcx. It is unknown how many treatments were performed prior to the viperwire fracture. The oad crown did not jump. Stent placement was performed to resolve the perforation. The fragments were left in place because the patient's blood pressure was stable, and removal could lead to hemodynamic collapse. Surgical extraction of the fragments was considered. The oad driveshaft and the guide catheter were left in vivo and the patient was transferred to another hospital for removal of oad and viperwire fragments. Using non-abbott snare device, the oad driveshaft and viperwire fragments were successfully removed. Stent placement was performed to complete the procedure. Since surgical removal of the fragments was considered and a thoracotomy was performed in an attempt to remove the fragment, prolonged hospitalization was required. The patient was stable and discharged on an unknown date. The physician believed the viperwire fracture occurred due to insufficient spring tip distance from oad crown. The physician is concerned about the possibility of coronary artery injury/damage during removal of viperwire and oad fragments using snare.

Event description:
It was reported that during procedure a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip were being used to treat heavily calcified, heavily tortuous, 90% stenosed, de novo lesion in segment #11 of the left circumflex artery (plcx). An 8f guide catheter was in use. The vessel was primary wired with an unspecified wire which was exchanged for the viperwire. There was mild wire bias. There was no difficulty wiring or delivering devices. The viperwire spring tip became fractured and the oad perforated the plcx. The oad driveshaft was not cut. The oad driveshaft was separated and it caused perforation inside the vessel. The viperwire fragment of unknown size remained in distal lcx. It is unknown how many treatments were performed prior to the viperwire fracture. The oad crown did not jump. Stent placement was performed to resolve the perforation. The fragments were left in place because the patient's blood pressure was stable, and removal could lead to hemodynamic collapse. Surgical extraction of the fragments was considered. The oad driveshaft and the guide catheter were left in vivo and the patient was transferred to another hospital for removal of viperwire fragments. Using non-abbott snare device, the viperwire fragments were successfully removed. Stent placement was performed to complete the procedure. Since surgical removal of the fragments was considered and a thoracotomy was performed in an attempt to remove the fragment, prolonged hospitalization was required. The patient was stable and discharged on an unknown date. The physician believed the viperwire fracture occurred due to insufficient spring tip distance from oad crown. The physician is concerned about the possibility of coronary artery injury/damage during removal removal of viperwire fragments using snare. Subsequent to the previously filed report, additional information was received: only the viperwire fractured and not the oad driveshaft. The driveshaft was cut during steps to remove the oad handle.

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the fracture face shows evidence of use in an elevated-stress condition. Factors that can increase operational stresses include spinning in tortuosity or spinning too close to the spring tip. This is consistent with complaint details stating, "the physician believed the viperwire fracture occurred due to insufficient spring tip distance from oad crown". The exact source of the stress condition could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, 11 no longer apply). H10: the orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.